Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for the lot reported. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported used pen needle for injection and cannula broke off in her left abdomen area. Consumer did seek medical attention and received two (2) stitches and had cannula surgically removed.